Event description:
The medics were attempting to pace pt suffering from acute myocadial infarction, and displahing a bradycardia heart-rhythm, but were unable to capture the heart-rhythm. The medics initially attached the device to the pt and received a varying heart-rate between 30 to 40 beats-per-minute. The medics gradually increased the output pacing current to the pt however, when they still had not captured the pt's heart-rhythm with the device set to 90 milli-amps of output current, they decided to try another device. The medics then disconnected the device and obtained another device and successuflly captured the pt's heart-rhythm with 40 milli-amps of output current. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.